Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had high impedances resulting in getting unwanted stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned due to facility policy.